Manufacturer narrative:
A second follow-up will be submitted upon completion of the investigation and/or submission of new information. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
The sample was returned for evaluation. A review of the device history record revealed no manufacturing anomalies. The sample was visually inspected microscopically for any anomalies. This inspection found no issues that may cause the unit to leak. The unit was then attempted to gradually pressurize in a water bath to roughly 1000mmhg, during which the unit began to leak from the large bore end weld. The leak began at less than 100 mmhg; therefore, this complaint has been confirmed. Human factors issue was selected due to a possible root cause being handling of the device that could cause enough damage or disruption to the part's mechanical integrity resulting in a leak. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4). Conclusion not yet available. Evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during set up, the shunt sensor was being joined to the sampling line and a fluid leaked at the luer joint. No patient involvement as this occurred during set up. Product was changed out. Procedure was completed successfully.